Event description:
Litigation records received. After review, patient presents with a chief complaint of right hip and thigh pain. Patient was in his normal and usual state of health up until exactly (B)(6) 2025. Unfortunately, patient was simply walking and he felt a pop in his thigh. Patient states he felt as if that time he sustained a quad rupture. Over the last 6 weeks, patient has undergone right anatomic shoulder replacement. Formal hip range of motion testing was deferred due to pain and instability of the hip replacement radiographically. Patient had a very well-functioning hip up until this stem eventually broke due to cantilever forces at the junction of where the stem was well fixed distally and was likely fibrous stable but not ingrown proximally. Over the 6 years from surgery, eventually this fatigued this cobalt-chromium implants. Doi: (B)(6) 2019. Doe: (B)(6) 2025. Dor: unk (plan for revision). Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E3: initial reporter is a lawyer.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d10.